Manufacturer narrative:
The returned feeding tube sample was ballooned and appeared to be well used. The exit port of the bolus end was partially occluded with remaining feed and a reddish brown substance. This failure is consistent with excessive pressure used to flush a feeding tube which is occluded. It appears the device was not properly maintained.

Event description:
When the nasogastric tube was removed per the md it was broken with a portion of the tube remaining in the patient's stomach. The remained piece was remove via an endoscope. Both pieces look "ballooned" where they separated.